Event description:
It was reported that the patient presented for a procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in pacing inhibition and inappropriate mode switch. The ra lead was explanted and replaced. The patient remained stable throughout the procedure.